Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lens, worn downstream occlusion (dso) nub, and contaminated upstream occlusion (uso) seal. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; the device was found constantly alarming error code 1260 during power up test and the real time clock (rtc) battery was observed to have been soldered to opposite polarities. The most probable root cause was determined to be the customer soldered the rtc battery to the incorrect polarities. The mp board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 1260. The event occurred during testing; there was no patient involvement and no patient harm.